Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available. Refer to MDR 1213643-2008-00555 for info related to the ventralex mesh implanted in 2006,

Event description:
Atty reported: in 2006 - the pt underwent an umbilical hernia repair procedure with implant of a ventralex mesh patch. As a result of having the mesh implanted, the pt "suffered, among other injuries, severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress." The severe infection sustained by the pt was due to the ventralex mesh patch. In 2007 - the pt underwent another surgery to repair another umbilical hernia with placement of a ventralex mesh patch. Four months later - the pt underwent surgery to explant the ventralex mesh patch. (Note: it is unclear from the info provided, which or if both ventralex mesh patches were explanted.). As a result of having the mesh implanted the pt "suffered, among other injuries, severe infection and was hospitalized and caused to sustain severe and permanent personal injuries, pain, suffering and emotional distress."